Event description:
During surgery, the screw head popped off.

Manufacturer narrative:
The investigation shows that the screw broke as a result of too high torsional forces in forced rupture mode during the insertion. The fracture surface shows the typical flow structures of a ductile torsional breakage. Indications for material or mfg related problems were not found in this investigation.